Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient complains that head set does not stick enough so the adhesive is defective. No adverse event alleged. Device not available for return.